Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 320 alarms which were not reproduced. System error 320 alarms were verified through a review of the event history log and found to be caused by an out of specification upper hook gap. The upper hook gap was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported symptom of "does not recognize when door is open" which was not reproduced. The condition was confirmed through a review of the event history log by the presence of "door jammed" messages. The upper hook gap was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 320 and did not recognize an open door. There was no known patient injury or medical intervention associated with this event. No additional information is available.